Event description:
Caller reported a malfunction on pump, displaying malfunction code malf 12, and indicated no previous notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Customer is to use mdi as backup therapy while replacement pump is sent with updated software since current software was outdated. Cts provided instructions for returning faulty pump with pre-paid label and emphasized program and connection settings for replacement, all of which customer acknowledged.